Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported event of separation failure was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported that the patient presented for a dual chamber leadless pacemaker (lp) implant procedure. During the procedure, it was noted that due to difficult anatomy, navigating to the right ventricle was challenging. The physician elected to remove the implant system, and it was noted that the right ventricular (rv) lp helix was extended. The lp was unable to be separated from the catheter and ultimately the ventricular implant attempt was abandoned. The patient was implanted with a single atrial chamber implant. The patient's condition was stable.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that due to difficult anatomy, the catheter was unable to engage the right ventricle. Upon removal of the catheter, it was noted that the right ventricular (rv) lp helix was extended. The lp was ultimately not used. The patient's condition was stable.